Manufacturer narrative:
Stenosis and angina, as noted in the instructions for use, are known adverse events associated with coronary stenting and are not necessarily an indication of a product quality deficiency. Stenosis, angina, and hospitalization are listed in the risk assessment matrix as no-fault post-procedure complications. No malfunction was reported and there does not appear to be any indications of a stent delivery system quality deficiency. It is possible that the angina was a secondary effect of the stenosis, which required hospitalization and treatment with pci. Although a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined.

Event description:
Reporting status: serious injury-medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial that in 2008, a 2.75 x 15 mm rx xience v stent was implanted in the proximal rca lesion. However, the pt experienced unstable angina and restenosis was noted, which required hospitalization and treatment with percutaneous coronary intervention (pci) in 2009. The reported pt effects resolved the same day. No add'l event or pt info is available.